Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous first diagonal of left anterior descending artery. The 1.50mm x 15mm emerge balloon catheter was used for dilation of the lesion. The balloon was inflated but ruptured at 10 atmospheres on the first inflation. There was no visible damage of the device prior to use. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.